Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference complaint #(B)(4).

Event description:
Angiodynamics received a laser fiber from the user facility with no previously reported complaint. The laser fiber was visually noted that the tip was missing. The tip was not returned with the fiber. Angiodynamics is attempting to obtain additional information from the facility.

Manufacturer narrative:
Returned for evaluation was a nevertouch fiber. A visual review of the fiber noted that the gold tip tube had detached from the fiber and was not returned. The customer's reported complaint description of the "tip of the fiber was missing" is confirmed. The gold tip was not returned with the fiber, in order to perform a thorough investigation, it is necessary to have the gold tip returned for an accurate conclusion as to what had occurred for this complaint. Without the gold tip the root cause cannot be determined. Angiodyanmics' manufacturing engineer evaluated the return sample and confirmed the fiber was manufactured correctly as evidenced by proper crimp marks on the tube tip and adhesive present. A lot history records search for the nevertouch kit revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. A review of the angiodynamics' device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number contains the following statement ""precaution: prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm. Clinical safety and effectiveness data is not available for other fiber tip designs and diameters". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint (B)(4).